Manufacturer narrative:
We are verifying right now if there are image guided technique on the marked to decide if the prosthesis is broken or not. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link mitus endo-model also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
A pt's prosthesis was revised due to a misinterpretation of post-surgery x-ray images. The surgeon saw a breakage of the metal part of the tibia plateau.